Event description:
Medtronic received information that prior to use of an affinity nt oxygenator, the customer reported that the device was leaking from the arterial line outlet, during priming. The device was replaced to complete the procedure. There was no patient involvement so no adverse effect occurred. Additional information: there was no damage to device, packaging <(>&<)> custom pack. There was no blood loss transfusion was not required.

Manufacturer narrative:
Device evaluation summary: visual inspection shows the tma port is damaged/cracked, the tma appears damaged/deformed. Pressure integrity testing was performed at 3 l/pm with 23 psi, (1189 mmhg) of back pressure for 10 minutes. During the pressure integrity testing there was a leak observed at the temperature port. Reason for return was confirmed. Conclusion: reported event was confirmed. There was no damage to device, packaging <(>&<)> custom pack. Device was returned and visual inspection found the tma port is damaged/cracked, the tma appears damaged/deformed. This type of damage is typically associated with a physical shock encountered during shipping and/or handling. The damage could also happen as a result of leveraged force applied to the tma which may result in port fracture. Forces on the port to stop the leak (attempt to tighten) could have contributed to the damage. It is unknown if the tma damage observed on the returned device was present during the reported leak or occurred after the leak was observed, regardless the reported leak is confirmed. Throughout the assembly process each device is visually inspected, manufacturing controls are in place to ensure that product meets specification prior to the release from the manufacturing facility. Within medtronic control, no damage reports were received through sterilization or distribution centers. The DHR for the device was reviewed and did not identify any anomalies or deviations in the manufacturing process which would cause or contribute to the reported event. Trends for issues with this product are reviewed at quarterly quality meetings. This regulatory report is being submitted as part of a retrospective review and remediation per d00953163 as part of a CAPA action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.